Event description:
Event description guidant received information that this pacemaker has atrial undersensing. The atrial channel undersenses and then atrial paces in the patient's intrinsic qrs. This sets up an av delay and the ventricular channel paces on the t-wave. The auto sense feature is programmed on. The doctor is concerned that the atrial lead may have dislodged.